Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has high blood glucose levels of 475 mg/dl. The customer¿s blood glucose level was 418 mg/dl at the time of the incident. Customer stated they know the increase in blood glucose levels was caused by a bent cannula. Customer removed and changed the set to troubleshoot. The customer was advised a replacement infusion set will be sent out. The infusion set will be returned for analysis.